Event description:
On (B)(6) 2017, a mitral valve replacement (mvr) was performed and a 31 mm epic heart valve was implanted in the patient's mitral position. During the procedure, a coronary artery bypass graft and tricuspid annuloplasty (tap) was conducted concomitantly with the epic heart valve. A non-abbott counter 3d annuloplasty ring was used for tap. On (B)(6) 2018, an echocardiogram observed mobile vegetation near the valve. Although the patient reported no symptoms, an emergency surgery was performed on (B)(6) 2018. When the valve was explanted, no leaflet tears were visually confirmed, pannus had extended to the leaflets and part of the tissue was detached from the leaflets and was mobile. There were no issues with the tricuspid annuloplasty. The patient is reported to be stable and have no adverse health events from the emergency surgery.

Manufacturer narrative:
The reported event of pannus extending onto the leaflets was confirmed. Gross morphological and histopathological examination revealed there was fibrous thickening of cusp 1. A thin layer of fibrin was observed on all 3 cusps. Cusp 2 contained thrombus on the inflow surface, while cusp 3 contained thrombus on the outflow surface. Cusp 2 also contained pannus at the base of the cusp on the outflow surface. Cusps 2 and 3 were observed to be fused together due to thrombus. Cusp 3 was retracted consistent with incomplete coaptation. An acute hemorrhage into the base of cusps 1 and 2 was observed consistent with the removal of the valve. No acute inflammation or significant calcifications were present in the valve. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. There was no evidence found to suggest the cause of the pannus was due to an intrinsic defect in the valve, as supported by review of the valve's device history record. The cause of the reported event remains unknown without additional information such as patient comorbidities.